Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. The customer agreed to switch to multiple daily injections as backup therapy, and technical support arranged to send a replacement pump. The customer was instructed to return the faulty pump using the provided return box and label, and acknowledged the requirement to program settings and connect their continuous glucose monitor to the replacement pump.